Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All device components were included in the return. Photos were provided and reviewed. The first and second photos show the device in the tray, 4 bands can be seen on the trigger cord, and two bands remain on the barrel. The third photo shows the device in the tray with 4 bands deployed and the box; the label matches that in the report. The fourth photo shows the micro label on the box, and it matches that in the report. Our laboratory evaluation of the returned device confirmed the report. The device was returned with 2 bands remaining on the barrel and 4 bands loose on the trigger cord in the tray. The trigger cord was still attached to the barrel; however, it had been pulled through the barrel, which is not how the device is manufactured or packaged. It is assumed that the user pulled the trigger cord through the barrel while handling the device and that the device was manufactured correctly. The two bands that remained on the barrel had slightly moved along the barrel and one leg of the trigger cord had been moved away from the barrel and bands. A visual examination of the device was performed. The trigger cord was examined, and all twelve deployment beads were present. The beads could not be verified for correct location as the trigger cord was still attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and is within the established tolerance. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The trigger cord was still attached to the barrel; however, it had been pulled through the barrel, which is not how the device is manufactured or packaged. It is assumed that the user pulled the trigger cord through the barrel while handling the device. We were able to pull the trigger cord back through the device as packaged, confirming the likely cause as user related. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an unknown endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that user opened the package and found out the bands detached [prematurely deployed - subject of report]. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.